Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 12/2025).

Event description:
It was reported that during a port placement procedure, the connector was allegedly broken from the port body. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one bard MRI isp implantable port was returned for evaluation. Gross visual and microscopic visual evaluations were performed. The investigation is confirmed for the reported fracture and the identified material separation issues, as a complete circumferential break was noted to the port stem. The edge of the complete port stem break was noted to be jagged. The surface of the complete break was noted to be granular. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4(expiry date: 12/2025). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during a port placement procedure, the connector was allegedly broken from the port body. There was no reported patient injury.